Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was encountered while attempting to fill multiple cartridges. Reportedly, customer had not screwed the needle onto the syringe tight enough. A new needle was used to successfully fill the cartridge. In addition, drops of insulin were not observed to be exiting the infusion set tubing during the fill tubing step. A new cartridge was loaded, resolving the issue.